Manufacturer narrative:
Analysis of anchor found the silicone casing was torn. High magnification inspection showed no signs of voids or manufacturing related defects. However, the exact root cause of the damage could not be determined.

Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during a lead revision procedure it was found that the anchor was broken. The device was removed and replaced. The patient is currently using their new device with effective pain relief.